Manufacturer narrative:
H3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found optic split. Claim# (B)(4).

Manufacturer narrative:
Additional information: the reporter indicated that a 13.2mm, vticm5_13.2, -9.00/1.0/002 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. Refractive surprise was observed (B)(6) 2021. The lens was replaced with a same length, hight power (sphere/cylinder/axis) lens on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown, "patient healed off target." Reportedly, "healing well, appears untarget at intial post op." Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -9.00/1.0/002 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. Refractive surprise was observed (B)(6) 2021, the lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.